Manufacturer narrative:
All med watch submissions related to this patient are: 3004721439-2019-00006. Due to the missing release for investigation, it was not possible for us to investigate the valve. We had to send the valve back to the clinic without an examination, therefore no investigation report could be made.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Height: cm: 50. Age: unknown. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional: "1m po underdrain of the valve. Explanted." Additional patient information has been requested. When additional information is received a follow up report will be submitted. All med watch submissions related to this patient are: (this report), 3004721439-2019-00006.